Event description:
The customer contact reported during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical dept with an unsigned note that started, "broken." No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device alarmed with an e321 (battery charger timeout) error code. The probably cause was due to a depleted battery. As indicated, the device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.